Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient cannot produce an erection suitable for use and is putting so much pressure on the inflatable penile prosthesis implant (ipp) pump that bruising is occurring. The patient experienced finger pain due to the ipp pump being hard as a rock. The patient is dissatisfied with the results of the ipp implant and has an upcoming appointment with his physician. No further patient consequences were reported in relation to this event.